Event description:
At the healthcare laboratory, we experienced an abnormally high number of positive dilute russell viper venom tests, rvvt. Upon noting this we reviewed our quality controls and proficiency testing, which were found to be in control and acceptable. We then sent a split sample study to a local reference laboratory, which uses a different instrument and reagent combination. There were some discrepancies noted. At that time rvvt testing was stopped and an investigation started. The investigation has not been completed. The adverse event report is being submitted at this time due to the request of the office. If any adverse pt outcomes are noted upon completion of our investigation, we will contact the FDA immediately.